Manufacturer narrative:
Manufacturer investigation did not produce sufficient information to establish the root cause of the event. The minerva endometrial ablation system operator's manual indicates: if the minerva disposable handpiece is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. Forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage. Sufficient dilation is required for safe insertion. The minerva endometrial ablation system operator's manual indicates: although designed to detect a perforation of the uterine wall, the uterine integrity test is an indicator and it might not detect all perforations. Clinical judgement must always be used. The minerva endometrial ablation system operator's manual indicates: as with all endometrial ablation procedures, serious injury or death can occur, including but not limited to thermal injury to adjacent tissue, including bowel, bladder, cervix, vagina, vulva and/or perineum. The relationship between the device and the reported adverse event could not be established.

Event description:
Manufacturer was notified of an injury following an endometrial ablation procedure requiring hospitalization and bowel resection. No additional information is available.